Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extreme obesity is associated with low success rate of atrial fibrillation catheter ablation. 2020. 12 (6).

Event description:
A journal article was reviewed that contained information regarding ablation and extreme obesity. The article reports patients that the cryoballoon ablation procedure was aborted due to intraprocedural complications which included acute respiratory failure and cardiac tamponade. There were patients who experienced pericardial effusion which required pericardiocentesis and acute post-procedural respiratory failure which required re-intubation and mechanical ventilation. The status/disposition of the catheters is unknown. No further patient complications have been reported as a result of this event.